Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, broken battery tube threads, and cracked reservoir tube lip. The pump had no rainbow color on screen. The pump was received without original battery cap.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer state that he fell on the pump and it is cracked. The customer stated that there is a rainbow look on the screen. The customer also stated that the battery cap is cracked about a year ago. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.